Event description:
On (B)(6) 2022, the cgm was reading 291 mg/dl and based on the cgm value, the patient self-treated with 2 shots of insulin. After taking insulin, the patient did not feel right and checked a bg reading and it was 177 mg/dl.

Manufacturer narrative:
(B)(4). B3: event date - correction b5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2022, the cgm was reading 291 mg/dl and based on the cgm value, the patient self-treated with 2 shots of insulin. After taking insulin, the patient did not feel right and checked a bg reading and it was 177 mg/dl." H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/01/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the cgm was reading 291 mg/dl and based on the cgm value, the patient self-treated with 2 shots of insulin. After taking insulin, the patient did not feel right and checked a bg reading and it was 177 mg/dl. It was reported that the patient passed out and the patient's wife called 911 because the patient's blood glucose would not go up. When paramedics arrived, the patient's bg was taken with a meter, and it was 50 mg/dl. The patient was treated with an unspecified gel. At the time of the report, the patient was feeling better, and their bg was 311 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. Product was provided for investigation. The product was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 291 mg/dl and based on the cgm value, the patient self-treated with 2 shots of insulin. After taking insulin, the patient did not feel right and checked a bg reading and it was 177 mg/dl. It was reported that the patient passed out and the patient's wife called 911 because the patient's blood glucose would not go up. When paramedics arrived, the patient's bg was taken with a meter and it was 50 mg/dl. The patient was treated with an unspecified gel. At the time of the report, the patient was feeling better and their bg was 311 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.